Event description:
The customer reported that the inlet and return saline roller clamp was left open (1 l bag) during a procedure on a spectra optia device. Before the operator contacted teurmo customer support, they spiked another bag of saline and continued the procedure. The patient is reported to be "doing well". The customer did not respond to requests for patient¿s ID and age. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a disposable lot history search indicated there were no other reported occurrences of open saline roller clamps on this lot worldwide. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Root cause: a root cause assessment was performed for the unintended saline bolus to the patient.  Based on the customer's statements, the operator failed to follow the screen prompts to fully close both the inlet and return saline roller clamps at the end of saline prime and saline prime divert.

Event description:
The customer reported that the inlet and return saline roller clamp was left open (1 l bag) during a procedure on a spectra optia device. Before the operator contacted teurmo customer support, they spiked another bag of saline and continued the procedure. Patient ID and age are unknown, however, the patient is reported to be "doing well". The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a disposable lot history search indicated there were no other reported occurrences of open saline roller clamps on this lot worldwide. Investigation is in process, a follow-up report will be provided.